Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower screen of the display was missing segments. It was also noted that the battery contacts were compressed, the heart wire contacts, heart block, side bail covers and ring cover were contaminated, the heart lead flex was contaminated, the ring was bent, and the upper case was dented.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device failed preventive maintenance test; the lower screen is missing portion of display. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.